Manufacturer narrative:
This is a supplemental report to provide additional information. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. [Inspection]high-frequency output. [Inspection]appearance. Based on the physical investigation result and review of device history record, the exact caul from the physical investigation result and past cases, it is likely occurred the peeling of the tissue pad by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was tb-0535fcs. Lot no. 11k supplementary information was 19. Quantity: 1 bottle the tissue pad was worn and the tip was peeling off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from distributor that the tissue pad has come off (whether there is an error code or not) during laparoscopic laparoscopic hepatectomy procedure. The intended procedure was completed with another device. There was no report of patient injury associated with the event.